Event description:
A report was received that the patient was explanted due to a procedure related infection at the pocket site. Symptom of infection was pus around the ipg site. The patient was prescribed with antibiotics and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.